Manufacturer narrative:
Section b6 was updated. During the investigation, interference studies were performed using normal serum samples that were tested through spiking. The investigation indicated that there was no interference from the hydrea in the spiked serum samples. It was important to note that the white blood cell (wbc) count was significantly elevated in this particular patient sample. It could not be conclusively determined that the elevated wbc count was the sole root cause of the issue, it was potentially a contributing factor. The investigation did not identify a product problem. The cause of the event was consistent with a patient sample-related issue.

Manufacturer narrative:
The gluc3 reagent lot expiration date was not provided. Qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about questionable results for 1 patient sample tested with glucose hk gen.3 (gluc3) assay on a cobas pure analyzer. On (B)(6) 2024: gluc3 result: 1.36 g/l. On (B)(6) 2024: gluc3 result: 1.1 g/l (when tested from capillary testing). On (B)(6) 2024: the patient started hydrea medication. The customer mentioned that the glucose determination was possible with a capillary sample after administration of hydrea using a glucose oxidase method (unknown manufacturer): a venous sample was tested using roche glucose and obtained a "<test" result. A capillary sample was tested using a glucose oxidase method from an unknown manufacturer resulting in a value of 1.04 g/l. On (B)(6) 2024: gluc3 result: 1.28 g/l (serum/plasma sample). On (B)(6) 2024: initial result: 0.0228 g/l (serum/plasma sample tested on the cobas pure analyzer). This result was confirmed by 3 additional samples from the same patient on different days as they were tested and the results were 0.02 g/l even when diluted. The customer questioned the initial result of 0.0228 g/l. No questionable result was reported outside the laboratory. The customer suspected an interference.

Manufacturer narrative:
The customer mentioned that before the patient took the hydrea, the glucose was ok (for example on (B)(6) 2024) and the white cells were 157 g/l. On (B)(6) 2024 the patient had the following results: wbc: 130 g/l. Gluc3: 1.06 g/l. The investigation is ongoing.